Manufacturer narrative:
No further info is expected for this specific event, and the case is considered closed. Gambro does not regard its submission of this report as an admission of liability.

Event description:
Customer complaints blood leak during second use. Blood flow rate 102ml/min tmp 110mhg the blood loss was relatively minor. No patient harm and no medical intervention was needed.